Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that following a percutaneous coronary intervention, angina, in-stent restenosis and coronary artery disease progression occurred. In (B)(6) 2013 the subject presented with stable angina and cardiac catheterization was recommended. The index procedure was performed. Target lesion #1 was located in the 1st right posterolateral (rpl) segment with 90% stenosis and was 6 mm long with a reference vessel diameter of 2.50 mm. The physician treated the lesion with pre-dilatation and direct placement of a 2.50mm x 12 mm study stent with 0% residual stenosis. Target lesion #2 was located in the 1st diagonal branch segment with 95% stenosis and was 6 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion pre-dilatation and direct placement of a 2.25mm x 12 mm study stent with 0% residual stenosis. Target lesion #3 was located in the mid left anterior descending(lad) artery with 80% stenosis and was 22 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with pre-dilatation and direct placement of a 3.00mm x 28 mm study stent with 0% residual stenosis. One day post index procedure, the subject was discharged on dual antiplatelet therapy. In (B)(6) 2013, the subject presented with angina and cardiac catheterization was recommended. Coronary angiography was performed. The 50% stenosis located in the ostial/proximal left anterior descending (lad) artery was treated with direct placement of a 3.0mm x 15 mm non-bsc stent with 0% residual stenosis and timi 3 flow. Post deployment, an 80% ostial stenosis was noted at left circumflex (lcx) artery, probably due to plaque shift due to the ostial lad non-bsc stent. This was treated with placement of a 4.0mm x 8 mm non-bsc stent at the ostial left circumflex (lcx) with 0% residual stenosis and timi 3 flow. Subsequently, the 60% stenosis in the mid lad was treated with placement of a 2.5mm x 12 mm non-bsc stent overlapping with the mid lad study stent with 0% residual stenosis and timi 3 flow. Core lab, follow up was done and angio report revealed, the absence of thrombus or isr of the study stents located in 1st right posterolateral (rpl) segment and 1st diagonal. In stent restenosis (isr) pattern 1b was noted in the study stent located in the mid lad. Revascularization included "target lesion revascularization' and 'non-target vessel revascularization'.